Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had chronic high thresholds. It was also reported that the implantable pulse generator (ipg) showed early battery depletion. The rv lead was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.